Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, at the end of percutaneous coronary interventional procedure in the mid left main, mid left anterior descending (lad), and proximal circumflex coronary artery using the versaturn guide wire, there was evidence of a small apical lad wire perforation with a small amount of staining of the myocardium. The patient was hypotensive post-procedure. Patient was given intravenous fluids, epinephrine, and dopamine. A limited echocardiogram showed pericardial effusion. Cardiac tamponade was diagnosed. Pericardiocentesis was performed with removal of 500 ml sanguinous fluid. The patient continued to be hypotensive and an additional 200 ml sanguinous fluid was removed. Patient was transfused with one unit packed red blood cells (prbc). Patient underwent a repeat coronary angiogram to assess perforation, which revealed the area had improved. He was given an additional two units prbcs. On (B)(6) 2023, echocardiogram and labs were stable. No additional fluid was removed from the pericardial drain and the condition resolved. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query was not performed because the lot number was not provided. The reported patient effect of perforation of vessels is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.